Event description:
Healthcare professional reported that during surgery a system message was displayed indicating that the pneumatic functions would be disabled. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available, if no investigation conclusion has been completed. (B)(4).